Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in syncope and inappropriate shock. The patient reported experiencing pain and discomfort leading to hospitalization for further evaluation. Device data was then sent to rhythmcare for review. Data review determined the inappropriate therapy was determined to be cause by t-wave oversensing. Rhythmcare then provided further troubleshooting steps and consideration for programming changes. This device remains in service. No additional adverse patient effects were reported.